Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to pain, decreased range of motion, stiffness, instability. The components were implanted in situ for approximately 0.3 yrs. The insert component was revised.